Event description:
Event description cpi received information that the patient had received two shocks for ventricular tachycardia and two days later the implantable cardioverter defibrillator (ICD) could not be interrogated. Three days after this the leads were disconnected from the ICD during an invasive procedure and normal values were observed. The ICD was removed and replaced and analysis of the chronic lead system indicated it was functioning properly.